Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b5, d6a, d6b. Corrected: b3, e4, g1 (manufacturing site name), h8. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that on (B)(6) 2024, during the removal procedure, the blade tip fractured, failing to remove the blade and nail. Only the distal interlocking screw was successfully removed, and both the blade and nail remain in the patient¿s body. The removal procedure was attempted due to the completion of bone union, indicating the need to remove the pfna device. However, post-surgery, the patient has reported general postoperative pain at the surgical site but has not shown signs of infection or inflammation. As for the patient's status, the client is currently experiencing general postoperative pain but no immediate adverse outcomes. Monitoring for potential complications, including deep infection, bone resorption, femoral head perforation, avascular necrosis, and varus collapse, is ongoing. Should conservative treatments be ineffective, hip arthroplasty may be considered.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: d4 (expiration date, primary UDI number). H6: component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: the product was not returned to j&j medtech orthopaedics, however x-ray and photos were provided for review. Visual analysis of the x-ray and the photos revealed that the pfna-ii ã¸10 130â° l240 tan had nothing indicative of a device nonconformance. Functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pfna-ii ã¸10 130â° l240 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 473.805s, lot number: 31p6615. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20-dec-2019. Manufacturing site: jabil bettlach expiry date: 01-sep-2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the patient¿s proximal femoral nail antirotation (pfna) removal, the blade implant broke. The nail could not be removed separately. After the surgery, the patient reported slight pain at the surgical site. During the removal process, the head portion of the blade implant shifted slightly upward, more toward the acetabulum of the pelvis, from the femoral head. No other information was provided at this time.